Manufacturer narrative:
According to the facility on (B)(6) 2025, the patient returned from the emergency room after catheter manipulation to change position and a few hours later, water was noted on bed. The catheter was removed and was noted to have slit in it and therefore all the "water" was missing. The catheter was replaced. The patient still continue to have severe penile pain and treatment is continuing. A sample is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2025, the patient returned from the emergency room after catheter manipulation to change position and a few hours later, water was noted on bed. The catheter was removed and was noted to have slit in it and therefore all the "water" was missing.